Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found due to overtorquing the inner coil consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture at maximum output and pulse width. The patient was taken in for a lead revision. The rv lead was attempted to be repositioned, but satisfactory parameters were not obtained. The lead was explanted and replaced. The patient was in stable condition.